Event description:
--

Event description:
Boston scientific received information that during a routine follow up it was noted that in (B)(6) 2013 the replacement time said 1.5 years with a battery gauge at 25%, ert was triggered two weeks later and the device changed pacing modes at end of life (eol) three months later in (B)(6) 2013. The patient had no underlying rhythm and was pacemaker dependent. It was also noted that the patient had experienced shortness of breath and a few near falls, but no reported syncope or asystole for > 2 seconds. Premature batter depletion was not alleged, but the suddenness of the device going from 1.5 years to end of life (eol) within 3 to 4 months was alleged. No adverse patient effects were reported. At this time the device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
It was confirmed that the device was explanted and will be returned for analysis. Upon analysis, this investigation will be updated.